Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections. Technical support guided the customer through inspecting the pump and cartridge, removing the o-ring, and cleaning the pneumatic tap area. After assistance in removing the pump case and reinstalling the cartridge, the customer was able to resume insulin therapy successfully.